Event description:
Caller reported a cartridge alarm issue with no previous alarms of similar nature, leading to a confirmed problem with consecutive cartridges. There was no adverse impact to the customer's blood glucose level, as it remained below 500 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.